Manufacturer narrative:
Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explants/replacements and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. The reported event cannot be confirmed since the device remains implanted and is not available for evaluation. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with svd. The device history record (DHR) could not be reviewed as the device serial number was not provided. Edwards lifesciences will continue to monitor all reported events. No further actions are required at this time.

Event description:
Edwards received notification that a patient with a bioprosthetic valve, implanted in the tricuspid position for approximately three (3) years and four (4) months, underwent a valve-in-valve procedure due to valve degeneration. An edwards transcatheter valve was implanted with a good outcome. The patient was noted as to be doing well after the procedure. No other details provided.

Manufacturer narrative:
Edwards received additional information through follow up with the healthcare provider that the subject device in this report was not an edwards valve.